Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 3.1 and 3.2 failed and could not be opened. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawers 3.1 and 3.2 failed to open. A field service engineer (fse) reseated all row board and retractor band connectors, released and reseated all pockets, removed debris, and tested the drawer lids to resolve the issue. Then, the fse tested the station in diagnostics, and the customer tested the station in the medical application. The system functioned as intended after the field service engineer repaired the device.